Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic lucencies surrounding the peg and undersurface of the medial tibial hardware component, remainder of the hardware appears intact without additional periprosthetic lucencies, no bone or hardware fracture, and loosening. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Surgeon reports that patient has a loose uncemented tibial prosthesis. There are no plans currently to do a revision.

Manufacturer narrative:
(B)(4). Concomitant medical devices: femur trabecular metal posterior stabilized (ps) standard porous catalog#: 42500806601 lot#: 64606213. Articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog#: 42511400710 lot#: 65021256. Triathlon tritanium symmetric patella catalog#: 5556-l-339 lot#: l91m1. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Surgeon reports that patient has a loose uncemented tibial prosthesis. No revision procedure has been reported. Attempts have been made and no further information has been provided.